Event description:
It was reported to philips that the flexviewing functionality was unavailable. The suite pc software reads a corrupt file from the hard disk. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the flex viewing functionality was unavailable. Review of the log file showed too many missed frames, blanking viewport error. Fse swapped inputs to the flex vision monitor to rule out the flex vision monitor. Reloaded software to flex vision pc which did not resolve issue. Upon troubleshooting fse found that the monitor was functioning correctly on arrival. Rebooted system and attempted to reproduce right side blurring on flex vision but found fully functional. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.